Event description:
Received info that a pt death occurred following an unk surgery where the seal on a vessel may have let go. No add'l info received after several attempts.

Manufacturer narrative:
Date sent: 8/8/2008. Info is unavailable; device was not returned for eval. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint info is trended on a regular basis to determine if further investigation is warranted.